Event description:
Report received that an rn suspected an independent rate change while the pump was in use. The customer contact state that their investigation indicated the event was the result of an error in programming the device. The pump was programmed to deliver an unspecified medication at a rate of 3.4ml/hr. The reporter stated that after a cassette failure alarm, the nurse powered the pump off and on to clear the alarm. The nurse stated she then reprogrammed the pump to deliver at a rate of 3.4ml/hr. Immediately, the nurse noted that the pump "sounded like it was pumping faster" and looked at the display. The pump reportedly displayed a delivery rate of 340ml/hr instead of the intended 3.4ml/hr. No cell phone use was reported at the time of the event. There was no reported adverse pt effect and no medical interventions were required. Though requested, no further info was available.